Event description:
It was reported that the patient experienced no stimulation on their right side, with stimulation turned to 10.5v. It was noted that there was no accident or incident related to this event. On (B)(6) 2012, the patient had their device location revised and new leads implanted. The surgical intervention resolved the patient's concerns. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Antenna model 37092 lot# 300120001; programmer model 37743 serial# (B)(4); lead model 3777-45 serial# (B)(4) implanted: (B)(6) 2011 explanted: (B)(6) 2012; lead model 3777-45 serial# (B)(4) implanted: (B)(6) 2011 explanted: (B)(6) 2012; recharger model 37752 serial# (B)(4).